Manufacturer narrative:
The excor blood pump, s/n (B)(6) on the patient was used from (B)(6) 2024 until the pump was exchanged on (B)(6) 2024 (149 days). We have reviewed the production records of the excor blood pump s/n (B)(6) . This pump was produced according to our specifications.

Event description:
The site contacted berlin heart inc (bhi) clinical affairs (ca) on 2024-06-25 to report that on (B)(6) 2024 the patient with excor blood pump pu valves;10ml, in/out ø6mm., developed irritabilityon and concerns for an acute surgical abdomen. A CT of the chest head, chest, and abdomen were obtained. The head CT results showed an incidental finding of right and left subdural blood collections. An eeg was obtained, neurosurgery was consulted with no surgical interventions, and the patient's anticoagulation goals were adjusted. Aspirin and plavix were held and repeat head CT was performed on 6/10 which was stable and anti-platelets were restarted. Of note, there were small, stable fibrin deposits noted on the outflow valve of the pump at the time of the event. A pump exchange was performed on (B)(6) 2024 due to the fibrin deposits. The berlin heart excor pump functioned appropriately for the patient's clinical condition. The pump demonstrated brief periods of decreased filling due to the acute abdominal process and maintained complete ejection throughout.